Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found dust accumulation. Image color was bad, but the image was distinguishable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light source fails, specifically the narrow band imaging function of the evis exera ii xenon light source. Inspection and testing of the returned device found front panel lighting failure due to system failure. It was reported that the front panel was blinking. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿the front panel flashes because the operation of the mesh turret is blocked by the accumulation of dust" was confirmed. The phenomenon occurred because the operation of the mesh turret was blocked by the accumulation of dust, as stated in the event. Dust accumulation was likely caused by a lack of regular maintenance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.